Event description:
A customers mom calls to report that the child has been staying with grandmother in ga, and was taken to the ER because his bg was over 300, and he was vomiting. He spent 8-10 hours in the ER and was sent home. The device was not replaced and after some period his bg went up above 300 again, and the child was then admitted into the hospital where received IV insulin, until his bg was under control. Caller stated that the pod made a crunching noise while filling them with insulin and was hard to fill with insulin. The customer was still in the hospital at the time of the call. No further information reported.

Manufacturer narrative:
The product will not be returned, so no evaluation was possible. The customer felt resistance during the fill process, which indicates a probable problem with a retainer that allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.